Manufacturer narrative:
Isi field service engineering contacted the site's biomedical engineering group and recommended that the electrical surgical unit (esu) used for the procedure be tested for rf leakage as well as the cables connecting from the esu to the instruments be exchanged. No system errors were found in the system error log. Investigation has shown that it is possible for the electrosurgical unit (esu) currents to pass through the patient side manipulator arms to ground, through the cannula accessory to the patient, if the patient is not properly grounded. However, the root cause of the customer reported failure mode cannot be definitively determined. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2011, the site has continued to use the da vinci si system and there have been no reported recurrences of this issue at this hospital.

Event description:
It was reported that post a da vinci si hysterectomy procedure, after undocking the system from the patient, the surgical staff found burn marks on the patient's skin surrounding the port incisions where the cannula accessories were located. The patient required no additional medical treatment and no additional patient harm, adverse outcome or injury was reported.